Event description:
It was reported that during a bi-sagittal split osteotomy procedure, the blade broke at the tip. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
The quality investigation is complete.